Event description:
Upon receipt of the device, the user reported that the batteries were depleted upon installation. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. Note: unk how long this device was in storage. The field service representative replaced the depleted batteries with new batteries.